Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right radial artery. The 100% stenosed and totally occluded eccentric, de novo lesion measuring 3.0mm in diameter and 26mm in length was located in a moderately tortuous and mildly calcified right coronary artery that contained a bend of less than 45 degrees. The lesion was predilated with a 1.25x15mm non bsc balloon for 6 inflations to 12 atms for 9 seconds each. This reduced the stenosis to 50%. A 3.0x8mm taxus liberte' stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed at this time. No patient complications were reported. Patient status is listed as stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right radial artery. The 100% stenosed and totally occluded eccentric, de novo lesion measuring 3.0mm in diameter and 26mm in length was located in a moderately tortuous and mildly calcified right coronary artery that contained a bend of less than 45 degrees. The lesion was predilated with a 1.25x15mm non bsc balloon for 6 inflations to 12 atms for 9 seconds each. This reduced the stenosis to 50%. A 3.0x8mm taxus liberte' stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed at this time. No patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Mid to proximal stent damage was identified. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).